Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital haemorrhage ('abnormal bleeding (general) random spotting during each month') and pelvic adhesions ('moderate pelvic adhesions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's previously administered products included for an unreported indication: birth control pills. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), affective disorder ("hormonal changes describe: mood / moodiness"), stress ("hormonal changes describe: stress levels") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced menorrhagia ("heavier periods"). In 2012, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). In 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ worsening menstrual cramps"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), insomnia ("hormonal changes describe: trouble sleeping"), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (lysis performed during surgery of the supracervical hysterectomy and supracervical hysterectomy (partial, uterus), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic adhesions, stress, uterine pain, weight increased and uterine leiomyoma outcome was unknown, the genital haemorrhage, vulvovaginal mycotic infection, dysmenorrhoea, abdominal pain lower, adenomyosis and menorrhagia had resolved and the insomnia, affective disorder and fatigue was resolving. The reporter considered abdominal pain lower, adenomyosis, affective disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, insomnia, menorrhagia, pelvic adhesions, stress, uterine leiomyoma, uterine pain, vulvovaginal mycotic infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received. Reporter information was updated. The event injury was updated with device breakage. New events: hormonal changes describe: trouble sleeping, hormonal changes describe: mood, hormonal changes describe: stress levels, hormonal changes describe: stress levels, infection (other) describe: yeast, dysmenorrhea (cramping)/ worsening menstrual cramps, lower abdominal pain, uterus pain, fatigue, weight gain / loss specify which one: weight gain, uterine fibroids, adenomyosis, moderate pelvic adhesions, abnormal bleeding (general) random spotting during each month, heavy periods, essure confirmation test(s) not conducted were added. Concomitant drug was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.